Manufacturer narrative:
A review of the instrument log files showed the system was performing as intended. There was no system or co-ox sub-assembly errors recorded during or around the time of the escalated samples. The aqc performance of the thb was measured at all levels were stable and reporting within specifications. For the escalated samples, the system log files for the co-oximetry were requested but not made available for this review. These files are important to conduct a thorough investigation on thb and other hemoglobin parameters. The rp500e co-oximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. It is dependent on preanalytical factors like specimen collection, sample mixing, hemolysis and time differences between repeat measurements. This investigation could not find any evidence of system or sensor malfunction for the reported instrument. While there are various reasons for discordant thb results as discussed in this review, a root cause for the alleged discrepancies in this case couldn¿t be determined. The instrument is performing as intended and is currently operational at the customer site.

Manufacturer narrative:
The customer has provided instrument files. Investigation is underway.the cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high total hemoglobin (thb) result when compared to repeat testing of a different sample on their laboratory instrument. There is no report of injury due to this event.